Manufacturer narrative:
Analysis investigation: analysis of the expertise files confirmed the reported behaviour between the device implant (sn: (B)(6) and the home monitor. It was found that the issue was caused by a mismatch between the scheduled transmission time and the actual processing time. The follow-up was scheduled for on (B)(6) 2024 at 00:46 local time, based on a calendar configuration sent to the monitor prior to the transmission. However, the time programmed into the patient record on the website indicated a transmission time of 01:46 local time (23:46 utc), which remained consistent across all previous configurations sent to the monitor. After the transmission was performed at 00:49 local time, the system¿s procedure failed to update the follow-up for on (B)(6). This occurred because the procedure compared the scheduled transmission time (01:46 local time) with the time the procedure was executed (00:49), which led to the follow-up not being processed correctly. While this issue could potentially affect other home monitors, it requires very specific conditions: a follow-up scheduled immediately after a transmission time discrepancy, and the system failing to account for the correct timing when processing the follow-up. It should be noted that a follow-up classified as ¿missing¿ will be removed from this category after the next successful follow-up transmission. It should be noted that there is no patient/user safety risk associated to this behaviour.

Event description:
Reportedly, in the "ICD transmissions" section, a follow-up (fu) is shown with a due date on (B)(6) 2024, and the status "in progress. However, when checking the patient's transmission history, the transmission occurred on (B)(6) 2024.

Event description:
Reportedly, in the "ICD transmissions" section, a follow-up (fu) is shown with a due date of (B)(6) 2024, and the status "in progress. However, when checking the patient's transmission history, the transmission occurred on (B)(6) 2024.